Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy is not working intermittently. Upon functional testing fse found that there was a footswitch intermittent issue. The fse replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system was unable to make x-ray. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.